Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient was presented to the clinic with a device that had less than three months remaining to eri. Patient did not have any recent episodes, hv therapy or hv charges. Capacitor maintenance was performed several times and device timeout was observed during charging. The device was explanted and replaced. Patient was fine post-procedure.